Manufacturer narrative:
The lot number was not provided for the malfunction. The device was not returned for evaluation; however, medical records were received and reviewed. The investigation is inconclusive for the malpositioning as no specific deficiency was alleged in the provided medical records. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction event. A review of the events indicated that model unknown snf filter allegedly experienced malpositioning. This report was received from one source. The device was used inside of the patient, a fifty-nine year-old female. The patient's weight and status were not provided.

Manufacturer narrative:
The device was not returned for evaluation; therefore, the investigation is inconclusive for the malpositioning as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction event. A review of the events indicated that model unknown snf filter allegedly experienced malpositioning. This report was received from one source. The device was used inside of the patient, a (B)(6) year-old female. The patient's weight and status were not provided.